Manufacturer narrative:
The reported events of failure to advance stylet and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix fully extended meeting product specification. X-ray examination of the lead found the inner coil to be over-torqued at the connector region. The stylet insertion test was unable to be performed due to the over-torqued inner coil. After cutting the lead, cleaning the helix region of blood/tissue, and applying torque directly to the inner coil, the helix was able to retract and extend. The cause of the reported events was isolated to the over-torqued inner coil at the connector region consistent with procedural damage.

Event description:
During the implant procedure, difficulty inserting the stylet and a failure to fully extend the helix were observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.